Event description:
Pt admitted with chest pain in 2004. Taken to the cath lab the following day and a cypher drug eluting stent was placed in the mid circ. The following day, pt complained of chills, diaphoresis, shaking, redness to skin. These symptoms subsided only after treatment with benadryl IV and po as well as IV steroids.